Event description:
The hcp reports, in 2006, the patient was hospitalized due to wound dehiscence at the pump pocket site. The patient was admitted to the hospital and antibiotics were administered due to risk of infection. The pump was subsequently removed 3 days later. The drug used in the pump is compounded baclofen. The hcp reports the patient has had multiple revisions of the pocket due to the patient's postural position. The patient is hunched over in a wheelchair causing the device to rub continually.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.